Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the fio2 would not change from 21% and was stuck. The customer stated there was a patient on the ventilator when the issue occurred, there was no harm or injury.